Event description:
A customer reported his freestyle freedom blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. The customer additionally reported he lost consciousness due to this issue. The paramedics were called and the customer reported they tested his blood glucose level (reading is unknown) and gave him a "shot" of glucose. The customer was not reportedly transported to a health care facility. In addition, the customer reported he took his insulin and this was not a change to his normal medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter serial # (B)(4) was returned for an investigation. The complaint was not confirmed. The meter powered on with the button and insertion of test strip (retained lot # 1001525). This is the final report.